Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead heard a beep emitted by the device. The battery status showed the device still had more than 10 years remaining, however, a message was displayed indicating to check the shock lead. It was noted that the beeping feature for out of range impedance measurements were turned off for all the leads. A review of the trend history showed a spike in the shock impedance measurement to 131 ohms. Ts discussed that measurements may vary for single coil leads. The physician has elected to continue monitoring. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.